Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the cable is ripped exposing wire and the base is rusted. Functional evaluation revealed the ablate pedal does not activate the controller when depressed. The complaint was confirmed and the root cause is associated with electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the ablate pedal. There may have been a loose cable connection between the returned device and the used controller, which could cause non-functionality of the device. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the foot control is not working. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation have concluded that the ablate pedal does not activate the controller which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.